Manufacturer narrative:
Pump had blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd.

Event description:
The customer reported via phone call that the pump screen was damaged. The customer¿s blood glucose level was 162 mg/dl at the time of incident. The insulin pump will be returned for analysis.